Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the patient having dislocated. We aren't 100% sure what happened, we thick she fell. The surgeon did a poly swap and added a 4mm and used a semi-constrained humeral socket.